Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5153831.

Event description:
It was reported that the patient experienced unwanted stimulation at the lead site due to migration and high impedances on the patients leads. The patient underwent a lead replacement procedure.

Event description:
It was reported that the patient experienced unwanted stimulation at the lead site due to migration and high impedances on the patients leads. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)): the explanted lead was analyzed. The complaint was confirmed. Several cables were fractured at the click site about 20 centimeters from the distal tip. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the click anchor resulting in the cable fractures, which caused the reported patient's experience. The proximal tails of the lead were cleanly cut during the explant procedure. The damage was similar to the typical explant damage and was not considered a failure. Visual and x-ray inspections confirmed the cable fractures at the click site about 20 centimeters from the distal tip. Sc-2317-70 (sn: (B)(6)): the explanted lead was analyzed. The complaint was not confirmed. The lead was cleanly cut during the explant procedure and one of the proximal ends was not returned. The damage was similar to the typical explant damage and was not considered a failure. Visual and x-ray inspections confirmed the lead is intact.